Event description:
On 08/12/2022, it was reported by a sales representative via phone that a ar-3638 knotless fibertak stopped tensioning. This occurred on (B)(6) 2022 during a labral repair after drilling and making their way passed the knotless mechanism the device stopped tensioning. The device was removed and the case was completed using another ar-3638. There was no patient effect reported. Additional information provided on 08/12/2022, it was reported that the anchor insertion was prepared using a 1.8 reusable drill, with a reusable guide. The bone quality of the patient was good.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Review of this complaint confirmed the event summary code selection. A product history review was performed as required. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed.